Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including bleeding, perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. A post procedural bleed/hematoma without an obvious source of bleeding is a rare but potentially life threatening complication of thv procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space. This type of bleeding may not be recognized until the post procedural period. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case, the device was not returned for evaluation. However, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the hematoma could not be determined with the available information. However, it is possible that patient factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the patient¿s wife, a couple weeks post implant of a 26mm sapien 3 valve via transfemoral approach, the patient had a right groin hematoma. The patient went to the ER and a vac was placed. After that, the patient has had a series of infections requiring 3 surgeries. They are currently seeing an infectious disease doctor and taking antibiotics every day. The location of the infections were not reported and additional details were not provided.